Event description:
It was reported occlusion alarms occurred. Additionally, the customer reported the cartridge was damaged at the o-ring, interrupting insulin delivery. The customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.